Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced pain at the ipg site. To address the issue, the physician explanted and replaced the ipg with a new model and relocated the new ipg to a different ipg pocket site, which addressed the issue.